Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged housing and loose sleeve around the connector was confirmed with the submitted photo and received subassembly of mobile power unit (serial # (B)(6). The submitted photos captured the fracture on the bottom housing and near the battery cover screw. It was noted the battery holder strap was frayed. A specific root cause of the damaged parts could not be determined during the evaluation. Visual inspection of the received patient cable assembly revealed separation of the sleeve around the connector. The separation of the sleeve appeared to be related to the loss of adhesion from the glue. A root cause of the adhesion issue could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped on 19apr2016. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient cable was loose around rubber end at black and white connector. The bottom cover was cracked around power outlet and patient cable outlet. The battery latch was cracked.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.